Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and found the plunger clamp and tip clamp in the problem area needed to be replaced. The plunger clamp and tip clamp were replaced. The instrument was tested without further problem and returned to service.